Event description:
A male patient with a pre-procedure diagnosis of proximal neck with slight funnel, underwent aaa repair in 2007. The procedure went as labeled. The confirmatory angiogram detected a proximal type I endoleak. Another manufacturer's stent was placed in the proximal neck which materially reduced the leakage. The physician elected to observe the endoleak. Post-op CT on eight days later indicated that the leak persisted. The patient continued to take warfarin and aspirin. One six days later, the endoleak was still present, so the physician planned to discontinue the aspirin and observe the endoleak. The patient's anatomy was within the adaptive range as labeled. The physician determined that the endoleak had occurred by the funnel shape of the proximal neck.

Manufacturer narrative:
Evaluation: cook's instructions for use does indicate that inaccurate placement and/or incomplete sealing of the zenith aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. Key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation, short proximal aortic neck, an inverted funnel shape, and circumferential thrombus and/or calcium at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. Irregular calcification and/or plaque may compromise the fixation and sealing of the implantation sites. Necks exhibiting these key anatomic elements may be more conductive to graft migration. No product was returned to assist in this investigation. An internal clinical review indicated that the event was caused by patient anatomy and user error.